Event description:
The customer reported that the disinfectant reservoir was leaking. The customer can see stress cracks on the tank. The tank was leaking on a drop every so often. There were no reports of physical injuries related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Solution spill - capital equipment, evaluated at customer site. The fse found system leaking from a crack in the reservoir. The fse replaced disinfectant reservoir and checked for leaks. System performs to specifications.